Manufacturer narrative:
Device used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fusion procedure a 4.5mm headless compression screw unraveled at the threads and a k-wire that was pushing through the joint was removed. Surgeon used an osteotome to remove broken hardware. The surgeon was able to retrieve all pieces. There was a surgical delay reported of twenty minutes. This report is 1 of 2 for complaint (B)(4).